Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported the device had high outputs and the battery longevity was shorter than expected. It was also reported the thresholds were high on the left ventricular lead. The device was removed and a new device was implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.